Event description:
The patient underwent post fossa craniotomy and tumor resection. Bioglue was used in this first procedure. The patient was readmitted to the hospital several months later for wound infection and underwent irrigation and debridement. The or note from the second procedure describes purulent material around the bioglue present at the base of the incision. The patient was treated with vancomycin, ceftriaxone, nafcillin and keflex. The blood and wound cultures are positive for staph aureus.